Event description:
Reporter indicated that sys diagnostic test resulted in high lead impedance and generator was at end of svc. Pt had complete revision surgery. Battery depletion and lead discontinuity were the reasons marked for revision surgery on the implant and warranty registration card received by MFR. Good faith attempts have been made with this physician to obtain further info surrounding this event; however, these attempts went unanswered.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.